Event description:
Dual coil non-(B)(6) defib lead¿ thought to be biotronik: it was reported that while the patient was on vacation in turkey in (B)(6) 2025, the patient went to the hospital due to a ¿high emergency¿ alarm. A local physician programmed alerts off. It was later found that a lead integrity alert (lia) had triggered on (B)(6) 2025 due to high-rate non-sustained episodes and elevated sensing integrity counter (sic). The rv lead polarity was reprogrammed, and the rv lead remained in use. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).